Event description:
It was reported that during a coronary artery stenting procedure stent damage occurred. The lesion was located in the mid left anterior descending (mid lad) artery. The lesion was predilated using an apex 2.0x20mm balloon catheter at 12atms twice. When the physician attempted to cross the lesion with a 2.75x20 liberte bare stent, it was unable to cross the lesion due to severe resistance. After several attempts, the stent was removed it was noted that the stent had proximal damage. The physician used a liberte bare 16mmx2.75mm, to cross the lesion without any further issue. There were no patient complications or injury. Patient status was reported as "good".

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a liberte bare stent delivery system (sds). Contrast was visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. Sds with stent was visually, tacticaly and microscopically examined along the entire shaft length and no defects or anomalies were found. The distal end of the sds was inspected under magnification and damage was found on the stent and tip. The first three rows of proximal struts were damaged and extending back up to 90 degrees. The undamaged portion of the returned stent meets specifications for outer diameter. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting procedure stent damage occurred. The lesion was located in the mid left anterior descending (mid lad) artery. The lesion was predilated using an apex 2.0x20mm balloon catheter at 12atms twice. When the physician attempted to cross the lesion with a 2.75x20 liberte bare stent, it was unable to cross the lesion due to severe resistance. After several attempts, the stent was removed it was noted that the stent had proximal damage. The physician used a liberte bare 16mmx2.75mm, to cross the lesion without any further issue. There were no patient complications or injury. Patient status was reported as "good".

Manufacturer narrative:
(B)(4)